Manufacturer narrative:
The posterior fluidics module was evaluated on 30oct2018. The reported issue was not reproducible. No problem was found. The DHR has been reviewed and there are no anomalies. The posterior module functional test meets specifications. There is no open nonconformance for this complaint type. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Event description:
A user facility in (B)(6) reported that the doctor experienced a problem where the eye pressure falls. The doctor was unsure whether it was due to high aspiration or low irrigation/infusion. The doctor reported needing to stop, release the footswitch, and wait for the eye to repressurize up to 15 times during surgery. It was confirmed that there was no patient impact; however, the surgery time was extended.